Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. The patient experienced inaccurate cgm values 2 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient was rushed to hospital via ambulance. The patient was given glucose and warming blankets as the body temperature was 91.3 degrees. The patient spent two days under observation in the intensive care unit and was released the morning of the 2nd day. At an unspecified moment during the episode, the cgm reading was 160 mg/dl and the bg was 40 mg/dl. There was no documentation of further medical evaluation or intervention for hypoglycemia. At the time of the report, the patient's condition was good. Attempts to contact the reporter for more details were not successful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.